Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastric bypass procedure when the surgeon fired the device on the fourth firing the reload pushed out of the end of the device and fired and incomplete staple line. They completed the procedure with tie and suture as it was the last firing. There was no patient consequence reported. (B)(4)